Event description:
A vague report of overinfusion associated with the use of pump #1 of an infusion pump, was received. According to the reporter, an infusion of tpn reportedly infused "several hours early". No additional clinical info was able to be obtained. There was no report of pt injury associated with this report problem. The biomed reported having tested pump #1 and finding no accuracy issue. However, pump #2 was reported to overinfuse during biomed testing. No clinical issue or injury reported.